Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a left atrial appendage (laa) closure procedure the hemostasis valve would not close. A 27mm watchman laa closure device & delivery system (wds) and a watchman access system (was) were selected. It was noted that accessing the laa was difficult and required more torque than normal. The patient had a severely dilated right atrium resulting in difficulties with the transeptal puncture; however, a posterior and medium puncture was achieved. It was noted that "much" backbleed was coming through the valve of the was. It was quite difficult to close the hemostatic valve and over tightening was needed. It was first noticed with the guidewire in place once the dilator was removed and again while gaining access to the laa with the pigtail catheter. The backbleeding was not able to be stopped; the physician decided not to continue with this device and exchanged it for a new was. Again more torqueing than usual was needed to achieve good alignment of the was, which may have been caused by the height of the puncture. The 27mm wds was introduced into the was; however, resistance was met and a kink was observed in the was. The devices were removed. A new was advanced and positioned in the laa. The 27mm wds was unable to be advanced due to damage from the previous attempt. A new 27mm wds was advanced. The closure device was successfully deployed and released. No patient complications were reported and the patient's condition was stable.